Event description:
Stapler line failed on stomach. Stapler was endopath ets flex 45 endoscopic articulating linear cutter. Reload used at time ets 45 - 3.5mm. This increased length of surgery and extra endo stitches were needed to sew line together.